Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("fragment of an essure insert was visible protruding from the right posterior uterus") and device breakage ("medical device removal / essure coils are multiple fragments of metallic coil with attached soft tissue measuring") in a 45 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of bleeding genital, endometriotic cyst, salpingitis, adenoma, cesarean section, prediabetes, hidradenitis suppurativa, anemia, laparoscopy (endometriosis), ovarian cyst, endometriosis, dysmenorrhea, pelvic pain, parity 4 and multi gravida. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine perforation (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomyand full excision of residual ovarian tissue). The reporter considered device breakage and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] in october 2021: endometriosis, hematosalpinges, pelvic pain, adnexal cyst. [Pathology test] on (B)(6) 2022: final diagnosis: left and right fallopian tubes and ovaries, bilateral salpingo-oophorectomy: bilateral fimbriated fallopian tubes with pseudoxanthomatous salpingitis, associated with endometriosis. Bilateral ovaries with endometriotic cysts. Essure coil (gross diagnosis). Essure coils, removal: essure coils (gross diagnosis). Fibrinoid debris. Clinical information: pre-op diagnosis: adnexal cyst,endometriosis post-op diagnosis: adnexal cyst,endometriosis fallopian tube #1 measures 4.5 1.5 0.2 cm. Fimbriated end is present. The external surface is tanpink and smooth. The fallopian tube is sectioned to reveal tan-brown material and an essure coil. Fallopian tube #2 measures 5.2 1.5 0.5 cm. Fimbriated end is present. The external surface is tanpink and smooth. The fallopian tube is sectioned to reveal tan-brown material. Essure coils are multiple fragments of metallic coil with attached soft tissue measuring 7.5 1.5x0.2 cm in aggregate.; on (B)(6) 2022: final diagnosis: a.ovarian remnant, left, excision: fragments of benign ovarian tissue with endometriosis. Clinical information : pre-op diagnosis: ovarian remnant syndrome post-op diagnosis: ovarian remnant syndrome gross description: left ovarian remnant, is 2.3 2.0 0.6 cm aggregate of light pink-tan focally hemorrhagic soft tissue. Specimens: ovary, left, left ovarian remnant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("fragment of an essure insert was visible protruding from the right posterior uterus") and device breakage ("medical device removal / essure coils are multiple fragments of metallic coil with attached soft tissue measuring") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of bleeding genital, endometriotic cyst, salpingitis, adenoma, cesarean section, prediabetes, hidradenitis suppurativa, anemia, laparoscopy (endometriosis), ovarian cyst, endometriosis, dysmenorrhea, pelvic pain, parity 4 and multi gravida. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine perforation (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomyand full excision of residual ovarian tissue). Essure was removed on (B)(6) 2022. The reporter considered device breakage and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] in (B)(6) 2021: endometriosis, hematosalpinges, pelvic pain, adnexal cyst. [Pathology test] on (B)(6) 2022: final diagnosis: left and right fallopian tubes and ovaries, bilateral salpingo-oophorectomy: bilateral fimbriated fallopian tubes with pseudoxanthomatous salpingitis, associated with endometriosis. Bilateral ovaries with endometriotic cysts. Essure coil (gross diagnosis). Essure coils, removal: essure coils (gross diagnosis). Fibrinoid debris. Clinical information: pre-op diagnosis: adnexal cyst,endometriosis post-op diagnosis: adnexal cyst,endometriosis fallopian tube #1 measures 4.5 1.5 0.2 cm. Fimbriated end is present. The external surface is tanpink and smooth. The fallopian tube is sectioned to reveal tan-brown material and an essure coil. Fallopian tube #2 measures 5.2 1.5 0.5 cm. Fimbriated end is present. The external surface is tanpink and smooth. The fallopian tube is sectioned to reveal tan-brown material. Essure coils are multiple fragments of metallic coil with attached soft tissue measuring 7.5 1.5x0.2 cm in aggregate.; on (B)(6) 2022: final diagnosis: a.ovarian remnant, left, excision: fragments of benign ovarian tissue with endometriosis. Clinical information : pre-op diagnosis: ovarian remnant syndrome. Post-op diagnosis: ovarian remnant syndrome. Gross description: left ovarian remnant, is 2.3 2.0 0.6 cm aggregate of light pink-tan focally hemorrhagic soft tissue. Specimens: ovary, left, left ovarian remnant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.